Manufacturer narrative:
Investigation report, complaint final report, IFU review and DHR review attached.

Event description:
Reportability was decided on march 28, 2017 after re-reviewing the event file. Stemi patient that also had an abdominal aortic aneurysm with multiple lesions in lad and om1; physician and staff in the case noted extremely tortuous anatomy especially at the site of the untreated lesion, mid om1; there was an extremely tight tortuous loop in the om1 where the nirxcell 2.5 x 12 was unable to track to despite the use of a guideliner, multiple pre dilations, and deployment of a 2.5 x 17 in the proximal om1; physician applied enough push on the sds of the nirxcell 2.5 x 12 that the catheter kinked and eventually snapped; the patient was not harmed during the procedure; ultimately no stents were able to track to this lesion in the mid om1; the physician was able to successfully treat a tight lesion in the lad with a 3.0 x 17 nirxcell and a different lesion in the proximal om1 with a 2.5 x 17 nirxcell. The device was used in acute mi. De novo, stenosis 95%, no bifurcation, no pre existing clot. There was predilation with pressure 12. Stent dilation pressure was 18. There was post dilation with pressure 20. Timi flow pre procedure was 2 and timi flow post procedure was 3. Two stents were deployed during procedure. Location of lesion was mid omi1, the event was related to delivery system (other than balloon). There was tracking difficulty because of an extremely tight tortuous loop in the om1 where the nirxcell 2.5x12 was unable to track. There was no problem inflating the stent, there was no problem with stent retention. The procedure was not completed. Additional information on march 30, 2017 revealed that the catheter broke at the site of the kink which occurred outside of the body during procedure. There was no difficulty removing the system.